Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study for socrates; subject ID (B)(6). It was reported that an intellanav stablepoint catheter was selected for use. Post procedure, the patient experienced inspiratory chest pain which led to a prolonged hospitalization. Additionally, the patient's pericarditis was treated with anti-inflammatory drugs for 5 days. Device is not expected to be returned as complication occurred post procedure when the device would have been already disposed.